Event description:
The tip at the end of the bipolar device broke off and went into pt. The physician assistant was able to retrieve the piece without any complications to the pt. On 4/23/07, received mandatory medwatch form from FDA.